Manufacturer narrative:
The electrode belt and monitor have been returned and the evaluation is underway. The device flag data from the last download does not indicate any device malfunction.

Event description:
A us distributor contacted zoll to report that a patient passed away on (B)(6) 2022 while reportedly wearing the lifevest. The patient received eleven inappropriate treatments. The device was started up at 09:26:15 on (B)(6) 2022. At 02:45:44, an arrhythmia was detected. ECG shows asystole with CPR/motion artifact and intermittent cardiac activity. At 02:47:30, the patient received the first inappropriate treatment. Oversensing of cardiac activity and CPR/motion artifact contributed to the false detection. The patient was in a non-life sustaining rhythm prior to the treatment. The rhythm at the time of treatment was asystole with CPR/motion artifact and intermittent cardiac activity. The post shock rhythm was asystole. At 02:48:37, the patient received the second inappropriate treatment. Oversensing of cardiac activity and CPR/motion artifact contributed to the false detection. The patient was in a non-life sustaining rhythm prior to the treatment. The rhythm at the time of treatment was asystole with CPR/motion artifact and intermittent cardiac activity. The post shock rhythm was asystole. At 02:49:44, the patient received the third inappropriate treatment. Oversensing of cardiac activity and CPR/motion artifact contributed to the false detection. The patient was in a non-life sustaining rhythm prior to the treatment. The rhythm at the time of treatment was asystole with CPR/motion artifact and intermittent cardiac activity. The post shock rhythm was asystole with CPR/motion artifact and intermittent cardiac activity. At 02:50:39, the patient received the fourth inappropriate treatment. Oversensing of cardiac activity and CPR/motion artifact contributed to the false detection. The patient was in a non-life sustaining rhythm prior to the treatment. The rhythm at the time of treatment was asystole with CPR/motion artifact and intermittent cardiac activity. The post shock rhythm was asystole. At 02:52:17, the patient received the fifth inappropriate treatment. Oversensing of cardiac activity and CPR/motion artifact contributed to the false detection. The patient was in a non-life sustaining rhythm prior to the treatment. The rhythm at the time of treatment was asystole with CPR/motion artifact and intermittent cardiac activity. The post shock rhythm was asystole with CPR/motion artifact and intermittent cardiac activity. At 02:52:56, the patient received the sixth inappropriate treatment. Oversensing of cardiac activity and CPR/motion artifact contributed to the false detection. The patient was in a non-life sustaining rhythm prior to the treatment. The rhythm at the time of treatment was asystole with motion artifact. The post shock rhythm was asystole with CPR/motion artifact and intermittent cardiac activity. At 02:53:36, the patient received the seventh inappropriate treatment. Oversensing of cardiac activity and CPR/motion artifact contributed to the false detection. The patient was in a non-life sustaining rhythm prior to the treatment. The rhythm at the time of treatment was asystole with CPR/motion artifact. The post shock rhythm was asystole with CPR/motion artifact and intermittent cardiac activity. At 02:57:05, an arrhythmia was detected. ECG shows asystole with CPR/motion artifact. At 02:58:12, the patient received the eighth inappropriate treatment. Oversensing of cardiac activity and CPR/motion artifact contributed to the false detection. The patient was in a non-life sustaining rhythm prior to the treatment. The rhythm at the time of treatment was asystole with CPR/motion artifact. The post shock rhythm was asystole. At 02:59:06, the patient received the ninth inappropriate treatment. Oversensing of cardiac activity and CPR/motion artifact contributed to the false detection. The patient was in a non-life sustaining rhythm prior to the treatment. The rhythm at the time of treatment was asystole with CPR/motion artifact. The post shock rhythm was asystole with CPR/motion artifact. At 02:59:33, the patient received the tenth inappropriate treatment. Oversensing of cardiac activity and CPR/motion artifact contributed to the false detection. The patient was in a non-life sustaining rhythm prior to the treatment. The rhythm at the time of treatment was asystole with CPR/motion artifact. The post shock rhythm was asystole. At 02:59:59, the patient received the eleventh inappropriate treatment. Oversensing of cardiac activity and CPR/motion artifact contributed to the false detection. The patient was in a non-life sustaining rhythm prior to the treatment. The rhythm at the time of treatment was asystole. The post shock rhythm was asystole with motion artifact. The electrode belt was disconnected at 03:00:47 on (B)(6) 2022.